Event description:
It was reported to philips that the device was not powering on and displayed a red x in the rfu indicator. It was also noted that the unit was emitting an audible chirp. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 21-jan-2022. Upon evaluation of the device by an authorized bench technician, it was verified that the unit intermittently failed to boot up the display. As a result of the noted issue, the customer was advised that the power pca and display assembly would need to be replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that the power pca and display assembly would need to be replaced to resolve the reported failure. However, prior to repairs being completed, the customer was informed that service could no longer be performed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6)2022. The customer was aware of the end of life terms and the device was returned to the customer unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.